Event description:
The customer reported to olympus that there was no image, or the image was completely dark noted on the evis exera iii video system center and evis exera iii xenon light source at the beginning of an upper gastrointestinal endoscopy. Initially, the customer was not sure which of the two devices had an issue. The customer indicated that the patient was administered with anesthesia (deep sedation) and the procedure was about to be started when the video system center failed, and the image was no longer seen on the monitor. The administration of anesthesia was stopped, and the patient was actively monitored while staff troubleshoot the two devices. The patient remained asleep the entire time. An olympus representative came on-site to help troubleshoot and it was confirmed that there was no issue with the light source. The video processor was not functioning, which resulted to a procedure room being shut down until a loaner unit became available. The patient was moved into another procedure room and the procedure was performed within an hour of the original procedure start time after delays in waiting for a procedure room to open. The procedure was completed with a different video system processor. The patient did not experience any adverse events or issues from the prolonged sedation on the day of procedure nor were there any issues reported post-operatively. The related medwatch under patient identifier (B)(6) reports the evis exera iii video system center.